Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - impact code¿. H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The device was returned with the actuator bar extended past the tip of the needle. The t1 implant is attached to the suture and the t2implant is in the channel above the actuator bar. The shaft of the device is bent just below the distal end of the white depth guide. A functional evaluation finds it jammed at the bend in the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair the first t1 of the fast-fix was lowered but when the second implant was lowered it did not go down. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Event description:
It was reported that during a meniscal repair the first t1 of the fast-fix was lowered but when the second peek was lowered it did not go down. It is unknown if there was a back-up device available or if there was a delay.

Manufacturer narrative:
Internal complaint reference: (B)(4).